Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented for a follow-up in the clinic with infection at the implanted device pocket site and pocket erosion. The implantable cardioverter defibrillator (ICD) has been eroded from the opened incision site of the implanted device pocket. The physician explanted the entire ICD system- ICD, right ventricular lead, left ventricular lead and atrial lead to resolve the issue. A new ICD system was explanted on (B)(6) 2025. The patient was in stable condition.

Event description:
It was reported that the patient presented for a follow-up in the clinic with infection at the implanted device pocket site and pocket erosion. The implantable cardioverter defibrillator (ICD) has been eroded from the opened incision site of the implanted device pocket. The physician explanted the entire ICD system- ICD, right ventricular lead, left ventricular lead and atrial lead to resolve the issue. A new ICD system was implanted on (B)(6) 2025. The patient was in stable condition.